Event description:
During an atrial fibrillation procedure, optical issues resulted in the procedure being cancelled. It was noted that the tactisys quartz displayed a red light, and the catheter contact force values were not displayed. Troubleshooting included replacing the tactisys quartz and the catheter, but the issue persisted. The procedure was cancelled with no patient consequences. The tactisys units have since been used in procedures with no issues, therefore it is believed to be an issue with the catheters.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.